Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report that the patient's aortic valve was not functioning could not be conclusively established through this evaluation. A review of the submitted log files captured numerous pi events that filled the majority of the controller event log file and would have overwritten older data, per design. No other unusual alarms or events were captured, and the device appeared to be operating as expected at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were a few tears in the modular driveline. The site was hesitant to replace it in clinical setting because the aortic valve was not functioning. Patient stated they saw frequent speed drops on their system controller. On interrogation, continuous pulsatility index (pi) events with only a few speed drops were seen. Log files were sent for review. The event log was full of pi events on 10sep2025. There was no evidence of any type of electrical perc lead or power cable conductor issues seen in the log files. The tears to the driveline outer jacket were cosmetic only. There were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.